Manufacturer narrative:
Date of event incorrectly stated as (B)(6) 2017. Correct date of event is (B)(6) 2017.

Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from three samples from two different patients, using vitros immunodiagnostics products tsh reagent lot 5440 processed on a vitros 5600 integrated system. There is no indication the reagent in use at the time of the events was not performing as intended. The most likely assignable cause of the elevated tsh results was the presence of heterophilic antibodies in the patient¿s sample that were interfering with the vitros tsh assay. As detailed in the vitros tsh instruction for use (IFU), heterophilic antibody interference is a known limitation of the vitros tsh assay. This was confirmed for the samples from the first patient, but not for the samples from the second patient.

Event description:
The customer obtained higher than expected vitros tsh results on from three samples from two different patients tested using vitros immunodiagnostics products tsh reagent on a vitros 5600 integrated system when compared to a non-vitros tsh method. Patient 1 sample 1 results of 34.0 and 38.1 miu/l versus non-vitros result of 0.89 miu/ml. Patient 2 sample 1 result of 32.8 miu/l versus non-vitros result of 1.89 miu/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected results were reported from the laboratory. Based on the higher than expected results obtained for patient 1, the physician increased the levothyroxine dosage. Three months later, the patient 1 was referred to an endocrinologist and the falsely elevated results discovered and corrected. This event was reviewed by the ortho medical safety officer and it was determined that it is not life-threatening, with no long term health impact anticipated, as the drug dose has been corrected. No medical action was taken for patient # 2. Ortho is not aware of any allegations of patient harm as a result of these events. This report is number two of two 3500a forms filed for this event, as two devices were affected. (B)(4).